Manufacturer narrative:
(B)(4). The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that an internal dialyzer blood leak occurred while a patient underwent their hemodialysis (hd) treatment. Blood was visible in the dialysate compartment of the dialyzer. No dialyzer damage was visible. The machine did alarm. Blood test strips were not used. The patient's estimated blood loss was approximately 300ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The device was not available for a manufacturer evaluation as it was discarded by the user facility.